Manufacturer narrative:
Block h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during procedure performed on (B)(6) 2024. During the procedure, the clip locked early. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.